Manufacturer narrative:
B3: estimated as 2/18/2025 as the published date for the article is noted as february 18, 2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: fan, y., ma, d., wang, c., luo, j., ling, z., li, s., peng, x., zhang, z., chi, h., & wang, j. (2025). A membrane modification technique for left atrial appendage occlusion. Jacc, volume 5, no. 3. Https://doi.org/10.1016/j.jacasi.2024.12.008.

Event description:
Reported via literature article it was reported that serious injuries occurred. The following events were obtained via a retrospective article following the analysis of 236 patients to the test or control device for left atrial appendage occlusion (laao). The effectiveness endpoints included 12-month successful left atrial appendage (laa) sealing with residual flow less or equal to 5mm and clinical success composite of ischemic stroke, transient ischemic attack, and systemic embolism. Safety endpoints were also studied. A noninferiority margin of minus 7 percent was set between the devices. Laao was performed under angiographic and transesophageal echocardiography (tee) guidance. After laao, the patients were administered a post implantation drug regimen consisting of warfarin for the first 3 months, aspirin plus clopidogrel for the second 3 months, followed by aspirin or clopidogrel alone for 6 months. The control group had two cases of unsuccessful implantation due to the discovery of a short laa length on digital subtraction angiography (dsa) during the procedure before implantation. The device related thrombus (drt) rates at the 3- and 12-month visits detected by tee were 6 of 105 and 5 of 108 respectively, in the control group. No cases of drt occurred in the test group. The rates of 12-month trans ischemic attack (tia) test 0.0 vs control 0.9 percent and 12-month hemorrhagic stroke test 1.7 vs control 0.9 percent. The number of patients with pericardial effusion was similar between the groups, with no significant differences. At 12 months, the safety endpoints of all-cause mortality 0.9 vs 0.9 percent, stroke/tia 4.4 vs 5.4 percent, all-cause adverse events (aes) 89.8 vs 85.6 percent, all cause serious adverse events (saes) 31.4 vs 22.9 percent, device-related aes 4.2 vs 9.3 percent, device-related saes 0.0 vs 2.5 percent, incidence of major adverse cardiac and cerebrovascular events (macces), and major bleeding rate were similar between the 2 groups. There were no significant differences in the incidence rates of stroke/tia, all-cause aes, device-related complications requiring treatment, macces, or device-related aes and saes at each follow-up visit between the two groups. The performance of the device delivery systems during implantation was similar between the devices. There were no significant differences in the post implantation rates of migration, embolization, and regurgitation no patients in either group experienced these.